Event description:
A nurse reported that when a surgeon was placing the valved cannula in the eye at the start of a vitrectomy procedure, one of the three cannulas leaked. The surgeon carried on with the surgery by treating it like it was a non valved cannula. No pt harm reported. No add'l info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. No add'l info is expected. (B)(4).